Event description:
Eea stapler selected to create stapled anastamosis during low anterior resection. Stapler deployed approximately but after pulling it out, noticed that the entire back wall was devoid of sutures. Decision made to forego primary planned anastamosis and, instead, do a haxemann procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch of lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional information: date of report: (B)(4) 2008, device info: endoscopic curved intraluminal stapler 29 mm; eea stapler; device MFR: ethicon-johnson & johnson, (B)(4).